Event description:
It was reported that the large volume pump module motor retainer strap was breaking at the top of the motor. There was no patient involvement. Bd learned the following additional information from due diligence: there were no patient incidents as the issue was identified during the replacement of an air-in-line sensor.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump module motor retainer strap was breaking at the top of the motor. There was no patient involvement. Bd learned the following additional information from due diligence: there were no patient incidents as the issue was identified during the replacement of an air-in-line sensor.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of broken motor mounts was confirmed during inspection of the devices. The root cause of the brakeage could not be determined. CAPA #9139933 is currently open to address this issue. Review of the suspect pump modules error logs showed no records associated with the reported incident. Asm preventive maintenance results indicated that the suspect pcu device was performing correctly with no issues noted with the broken motor mount. The alaris technical service manual states in chapter 2 --- checkout and configuration in ¿summary of warnings and cautions¿ the next statement: if a device has been dropped or severely jarred, remove it from use immediately. It should be thoroughly tested and inspected by qualified service personnel to ensure proper functioning prior to reuse. According to bd technical service manual, the bd alaris system has been tested for a seven (7) year serviceable life. Some components experience wear and are expected to need periodic attention and replacement within that serviceable life. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to service suspect pump module s/n: (B)(6)). The suspect pump module was opened for internal inspection after completion of testing. Overall, the unit was in good condition. There was no evidence of contamination or other anomalies identified associated to the alleged complaint. All parts inspected were observed to be bd parts. Suspect pump module s/n: (B)(6)). The suspect pump module was opened for internal inspection after completion of testing. Overall, the unit was in good condition. There was no evidence of contamination or other anomalies identified associated to the alleged complaint. All parts inspected were observed to be bd parts. Suspect pump module s/n: (B)(6)). The suspect pump module was opened for internal inspection after completion of testing. Overall, the unit was in good condition. There was no evidence of contamination or other anomalies identified associated to the alleged complaint. All parts inspected were observed to be bd parts. Root cause: the root cause of the report of multiple broken motor mounts could not be determined. CAPA #9139933 is currently open to address this issue. Note that this report lists imdrf annex a040502, a1801, c0601, d0302, d15, g02017, g04067, g04037, g0405203 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.